Manufacturer narrative:
The device was returned to ventec for evaluation. Proper device operation was observed through functional and performance testing. There was no evidence of a malfunction in the device diagnostic log. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported that a patient 's blood oxygen level became desaturated while using a ventilator. An alternate ventilator was used and the patient's blood oxygen levels returned without harm. Patient information was not available when the issue was reported.